Event description:
It was reported that the epicardial lv lead was connected into the rv port and the rv sensing lead was connected into the lv port. T-wave oversensing and non-sustained vf episodes were observed. A new pace/sense rv lead was added. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.